Manufacturer narrative:
Correction:d6a.

Event description:
New information received notes that programming changes were performed to address the post-paced t-wave over-sensing. It was also noted that atrial under-sensing re-occurred and will further be monitored. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing and atrial under-sensing. No intervention was performed. No patient consequences.